Manufacturer narrative:
Full UDI unknown as no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy and r parathyroidectomy - "dr. (B)(6), chief of surgery was performing thyroidectomy and r parathyroidectomy. He complained of tissue sticking to the jaws throughout the procedure even after steam cleaning. He said that it sticks worse than the ligasure 1212." Patient status - " patient status not impacted by experience."

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Similar events have shown that the sinking of the conductive stop can lead to an insufficient gap between the jaws, which can result in increased tissue adherence. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Additional information requested and received.